Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a sensor trend downward and approximately 3 units of insulin on board with a reported blood glucose value of 70 mg/dl, then self-treated with a high-carbohydrate food after receiving education about avoiding overtreatment. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no alarms, no injury, and no need for medical intervention. Investigation included complaint intake review and user education on appropriate treatment of hypoglycemia with fast-acting carbohydrates. Investigation of this case revealed no device malfunction or component failure and indicated user-related overtreatment as the precipitating factor for continued glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior.